Manufacturer narrative:
Follow-up #1 date of submission 08/06/2014-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box indicated a history of shortened battery life. A battery compartment crack was observed. Moisture was present within the battery compartment. Leak testing confirmed a battery compartment leak. A battery cap was not returned with the pump, a test cap was used for testing. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was reported damage and moisture to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.